Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: no. (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during routine inspection the cs300 intra-aortic balloon pump(iabp) system's self-test revealed an excessively low positive motor pressure, causing the valve assembly leakage test to fail. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Due to character limitation in e block: event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after replacing the drive manifold, kit 5000 hr prevent maint and the pneumatic module assy, the device was tested and found to function normally, and was returned to the customer for use.